Event description:
During the index procedure the patient had an endeavor sprint drug-eluting stent implanted in the rca and two other endeavor sprint drug-eluting stents implanted; 1 in the cx and 1 in the 2nd om. The patient is reported to have died approximately 51 months post index procedure. Cause of death was assessed as due to worsening of cor pulmonale and pulmonary fibroysys. The investigator indicated that it was not assessable if the event was related to the study stent.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death).